Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were redness, hot and oozing at the site. The patient was prescribed antibiotics and underwent an explant of the ipg. The physician had no way of knowing if the infection was device related but had confirmed that the patient had a staphylococcal infection.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. A review of the sterilization documentation for the explanted devices found them to be satisfactory.